Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. In addition, a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon resection procedure. The stapler was being used during the end to end anastomosis. The safety mechanism would not move. Force was applied to move it and it broke off. The device was still able to be fired. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were used. There was no patient harm.